Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on an unknown date with blood glucose of 464 mg/dl. The customer was treated with manual injection. The customer did not experience any symptoms such as a result of high blood glucose. The customer feels okay to troubleshoot. The auto mode feature was not active at the time of high blood glucose event. The customer had been using the insulin pump within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.